Event description:
During a breast biopsy procedure the doctor noticed the blade wasn't turning. The connector was broken inside the blue cable port on the control module. The case was stopped and the pt made the decision to have an open surgical biopsy performed. The device was returned for repair.